Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 257 mg/dl and 500 mg/dl. The customer declined troubleshooting for high blood glucose. The customer report the auto mode status screen shows sensor not ready. The device will not be returned for analysis.